Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient stayed overnight at the hospital as a visitor while his wife was undergoing surgery. During the stay, the patient began experiencing symptoms of presyncope, including heavy legs, difficulty walking, and nausea. Concerned, the patient¿s wife alerted the nursing staff, who performed a blood glucose (bg) test. The patient¿s personal bg meter showed a reading of 1500 mg/dl, while the continuous glucose monitor (cgm) displayed a significantly lower reading of 150 mg/dl. The patient was promptly admitted to the hospital and treated with an intravenous insulin drip. He remained hospitalized for two days and was discharged on (B)(6) 2025. At the time of reporting, the patient was reported to be okay and in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.